Manufacturer narrative:
The malfunction was duplicated and the pace/defib board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.